Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
On (B)(6) 2015 doctor placed catheter in left ij with ultrasound and guidewire was okay. Catheter reportedly threaded okay. Upon removing the guidewire, the wire allegedly snapped and split. The wire had reportedly cut the doctor's glove through to his finger cutting the skin. Doctor reportedly removed the catheter and guidewire as one unit. Second catheter was place w/o incident. Doctor followed up in the ER per facility protocol. Further medical need unknown.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one j-tip guidewire and one powertrialysis dialysis catheter. Blood residue was evident on both the catheter and the wire. The guidewire was broken and elongated. Breaks were observed in both inner core wires. The outer coil wire was elongated but was intact, as was the distal weld tip. Multiple kinks were evident along the length of the guidewire. The catheter tip exhibited slight curved shape memory. Microscopic inspection of the breaks in both wires revealed sharply defined granular edges. Material necking was evident in the vicinities of both breaks. The round wire break surface exhibited a concave profile. Inspection of the distal weld tip revealed that the breaks in the wires occurred at the junction with the weld tip. The weld tip breaks also exhibited sharply defined granular edges and material necking. The characteristics of both inner core wire breaks were typical of damage caused by tensile stress. The location of the wire within the power injectable lumen of the catheter upon initial receipt suggested that the wire had become stuck within the catheter during attempted over-the-wire insertion. Subsequent pulling on the wire resulted in the observed breakage and elongation. The length of guidewire protruding from the distal tip of the catheter suggested that the catheter was not fully placed during that attempt. Tissue residue was evident on the wire following removal of the wire from the catheter. Such residue may have contributed to the reported and observed difficulty removing the guidewire from the catheter. Likewise, the abundant kinks along the catheter may have contributed to the difficulty in passing the catheter over the guidewire.